Manufacturer narrative:
Biomed attempted to replace the x3 module, with no resolution. Clinical support reviewed the clinical audit trail for the pressure alarm events and confirmed the monitor generated/announced yellow abp mean pressure alarms instead of red mean alarm. The monitor configuration was checked for abp measurement settings, and the results were as follows: abp mean = 60 mm hg. Abp low mean clamp = 65 mm hg. Delta setting +/-15 mm hg. Based on these settings, the monitor was not configured to generate extreme red alarms. Clinical support provided instructions to change the configuration to enable pressure extreme alarms on the monitor. After configuration changes, biomed confirmed the monitor is performing as expected. Based on the information available and the testing conducted, the device was functioning as intended. The cause of the reported problem was that the monitor was not configured to generate red extreme alarms. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the monitor generated a low mean yellow alarm instead of a red extreme alarm. The device was in use on patient at time of event, there was no adverse event reported.